Event description:
It was reported that a stuck guidewire occurred. A pulse field ablation (pfa) procedure for atrial fibrillation was performed using farawave nav catheter. A 31mm farawave nav catheter was loaded onto a non-boston scientific guidewire and the farawave nav catheter was advanced into position in the left atrium. While attempting to cannulate the right pulmonary veins, the guidewire was unable to be advanced or retracted within the farawave nav catheter. The farawave nav catheter was removed from the patient, no tissue entrapment was apparent, and the guidewire was unable to be removed from the farawave nav. A new farawave nav catheter was selected and the procedure was successfully completed. No patient complications were reported.